Event description:
A surgeon reported that, while in an ent procedure, the straight probe was displaying the trajectory view and 3 quadrants. The surgeon wanted the video quadrant back in the software. In trouble-shooting, it was recommended they try another instrument. The surgeon stated he was able to verify the frontal suction and the software displayed the 4 quadrants as requested. The surgeon also reported the straight suction and 90-degree suction were not verifying, therefore, he was attempting to bend them back into place. It was recommended the surgeon use instruments from a different tray; they were able to open another tray and proceed. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Suspect suction was returned for analysis. The test system properly verifies a registration probe at .8mm but when this suction tool is connected the ent sofware will not identify it. The tool will not verify. Physical damage directly caused the event.

Manufacturer narrative:
Patient weight not available from the site. Device lot number, or serial number, not available from the site. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Although the site stated they did not have an alternate tray, it was later reported there were 3 standard ent trays available and they were able to open another and finish the case with no patient impact. A medtronic representative, following-up, reported that the straight suction was slightly bent. No further issues. Replacement straight suction ordered (B)(4) 2013. Suspect straight suction has not been returned to manufacturer for evaluation. Part not returned.